Manufacturer narrative:
The customer contacted arjo and informed about the citadel plus bed frame malfunction. The left side rail was allegedly crushed inward and the bed electrical functions did not work. The device was in use by a patient. No injury was claimed. The device evaluation conducted by the arjo technician revealed that the left side rail was partially detached, screws holding the panel to the metal sheet were ripped off. The arjo representative observed that the customer staff did not use all (8) width extension sections. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. Without use of the width extensions, the bed overall width is 40,6 in / 103 cm. The mattress placed on the bed (arjo maxxair ets) had a width of 48 in / 121.9 cm. Based on the above, it has been determined that the bed frame was incorrectly prepared for use. When all extension frames were not used, the mattress could push on the side rail, resulting in damage and subsequent detachment. Damage of the side rail could result in lack of electrical functions as the control panel is located on the side rail. The instruction for use for citadel plus bed frame (831.374-en) instructs user to: ¿always use a mattress of the correct size and type. Incompatible mattresses can create hazards.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device failed to meet its performance specification since the side rail was detached. The bed frame was in use by a patient. The complaint decided to be reportable solely due to the side rail detachment. No injury was claimed.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer contacted arjo and informed about the citadel plus bed frame malfunction. The left side rail was allegedly crushed inward and the bed electrical functions did not work. The device was in use by a patient. No injury was claimed. The device evaluation revealed that the left side rail was partially detached, screws holding the panel to the metal sheet were ripped off.